Event description:
This is being reported as an adverse event because the complaint originated from a court record. It is not known what the patient was originally treated for. It is not known when the device was implanted. The complaint via the court record was that the patient suffered an unspecified injury following rupture of the device used in hernia repair. It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.